Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) investigated and replaced the pyxibus control board; however, the issue persisted, and all cubies remained undetected. The drawer control board was then replaced. After replacement, the drawer was able to be configured successfully. All cubies were checked, and no issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer issue persisted and was not resolved through the recover storage space function. The machine was also restarted, but the drawer continued to indicate requires maintenance when attempting recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.